Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I had a feeling like there was a rip in my right side."

Event description:
Healthcare professional reported right side no complaint. Patient later reported "I had a feeling like there was a rip in my right side,¿ indicating deflation. Patient additionally reported "horrible headaches"; this is not device related. Device has been explanted.

Event description:
Healthcare professional reported right side no complaint. Patient later reported "I had a feeling like there was a rip in my right side,¿ indicating deflation. Patient additionally reported "horrible headaches"; this is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.